Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported longer ins charge times since last week. Pt noted their ins battery would remain at 100% for the last 3 days and they began to feel pain. Pt noted they spent 1.5 hours charging their ins battery from 80% to 100%, but usually they would spend 35 minutes charging their ins battery from 60% to 100%. Pt confirmed they didn't see any error messages when charging their ins and they tried to reset the controller, but that didn't resolve their issues. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) plug and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pt initiated a charge session to their ins with excellent recharge quality. Pt noted their controller battery and ins battery were both at 100%. Pt tried to press on the "x" to go to their home screen but the controller was unrespons ive and the "x" would turn "green." Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pss confirmed the pt's stimulation was turned off. Psshelped the pt turn their stimulation on and adjust their intensities for group b as needed for therapeutic relief. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the stimulation on/off button and that ins charge times could be dependent on ins settings and usage. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt adjust their intensity as needed and call back if necessary.